Event description:
It was reported that stent difficulty to position occurred. Patient underwent a shunt percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified graft and anastomosis. Stent implantation was not indicated but still performed after a 6x100x75 mustang balloon catheter was performed for pre-dilation. An 8x40x75 epic stent was initially implanted. After deployment, it appeared to be skipping as if it was being pushed. The physician had used this device before. An 8x60x75 epic stent was attempted to be implanted to cover the lesion, but the same event occurred where it seemed to be skipping. Per method of use, the stent must be set aside when positioning to avoid resistance on the shaft. This was attempted, however, there was skipping after deployment despite an overlap of more than 2cm on the graft. Approximate 4cm appeared to be skipping and it came out ahead of the first 4cm of the epic. The lesion was not covered, and the procedure was discontinued. There were no complications reported, and the patient's status was stable.